Event description:
The customer received questionable results for potassium ion selective electrode (k-ise) for approximately 360 patient samples. The original potassium results were released outside of the laboratory, and the customer was unable to provide any patient data. The customer did state that upon retest of the potassium samples, the results were at least 1 mmol/l higher than the original results. The customer deemed the repeat results to be the correct results. There was no adverse event. The customer declined to provide any information regarding the lot or expiration date of the potassium electrode that was in use. The field service representative found a dirty waste valve. He bleached the ise system. He also did performance testing which was within specifications. The customer performed calibration and quality control, which was within the customer's specifications.